Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29, while closing the instrument, the anvil popped off. It would not reattach because it was too loose. The surgeon changed the instrument and put some overstitches to complete the case. Postoperative leakage is suspected.